Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient and to the user, no intervention was required, and no repeat procedure was performed. They completed the procedure without placement of the capsule and there were no plans to repeat the procedure. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.

Manufacturer narrative:
Additional information: (street 1, MFR city, region, postal code), evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. Bravo device was received for evaluation. The returned sample met specification as received by medtronic. The customer bravo capsule failed to attach. The reported condition was confirmed. The investigation found the user did not push the plunger all the way. The investigation identified the root cause of the reported event to be user mishandling. If information is provided in the future, a supplemental report will be issued.